Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the IV infusion pump was not functional and displayed "channel failure." There were no obvious signs of corrosion to the device's metallic connectors. The event caused delay of care. The event occurred in ICU/ccu.